Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-may-2019. The most recent information was received on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain'), allergy to metals ('nickel allergy') and device expulsion ('one side of the device had descended into her uterus') in a 41-year-old female patient who had essure (batch no. 893024) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pruritus ("itching") and ear pain ("ear ache"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ear pruritus ("itching in auditory canal"), eye irritation ("burning eyes"), eye pain ("stinging eyes"), the first episode of fatigue ("fatigue"), hypertrichosis ("hairiness"), the second episode of fatigue ("incredibly fatigued after removal surgery") and mental fatigue ("mental fatigue after removal surgery"). The patient was treated with surgery (essure removal). Essure was removed in 2019. At the time of the report, the abdominal pain, ear pruritus, eye irritation, eye pain and hypertrichosis had not resolved and the device expulsion, pruritus, ear pain, the last episode of fatigue and mental fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, device expulsion, ear pain, ear pruritus, eye irritation, eye pain, hypertrichosis, mental fatigue, pruritus, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: the events started 4 or 5 years prior to this report. Itching and earache started 2 years after essure insertion, it got worse and worse. She had to have an operation, especially since one side of the device had descended into her uterus. The consumer reported that other symptoms (i.e. Fatigue, hairiness, etc.) Might be related to essure but she will have the confirmation when essure will be removed. Lot number: 893024 manufacturing date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-may-2019. The most recent information was received on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain'), allergy to metals ('nickel allergy') and device expulsion ('one side of the device had descended into her uterus') in a 41-year-old female patient who had essure (batch no. 893024) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pruritus ("itching") and ear pain ("ear ache "). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ear pruritus ("itching in auditory canal"), eye irritation ("burning eyes"), eye pain ("stinging eyes"), the first episode of fatigue ("fatigue"), hypertrichosis ("hairiness"), the second episode of fatigue ("incredibly fatigued after removal surgery") and mental fatigue ("mental fatigue after removal surgery"). The patient was treated with surgery (essure removal and essure removal). Essure was removed in 2019. At the time of the report, the abdominal pain, ear pruritus, eye irritation, eye pain and hypertrichosis had not resolved and the device expulsion, pruritus, ear pain, the last episode of fatigue and mental fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, device expulsion, ear pain, ear pruritus, eye irritation, eye pain, hypertrichosis, mental fatigue, pruritus, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: the events started 4 or 5 years prior to this report. Itching and earache started 2 years after essure insertion, it got worse and worse. She had to have an operation, especially since one side of the device had descended into her uterus. The consumer reported that other symptoms (i.e. Fatigue, hairiness, etc.) Might be related to essure but she will have the confirmation when essure will be removed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-sep-2020: the case (B)(4) was identified as duplicate of this present case. All of its information has been transferred, including reporter added, patient¿s age, essure removal year, events nickel allergy, one side of the device had descended into her uterus, itching, ear ache, incredibly fatigued after removal surgery, mental fatigue after removal surgery. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 893024) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ear pruritus ("itching in auditory canal"), eye irritation ("burning eyes"), eye pain ("stinging eyes"), fatigue ("fatigue") and hypertrichosis ("hairiness"). The patient was treated with surgery (essure removal planned). At the time of the report, the abdominal pain, ear pruritus, eye irritation, eye pain, fatigue and hypertrichosis had not resolved. The reporter considered abdominal pain, ear pruritus, eye irritation, eye pain, fatigue and hypertrichosis to be related to essure. The reporter commented: the events started 4 or 5 years prior to this report. Removal of essure planned in the coming weeks. The consumer reported that other symptoms (i.e. Fatigue, hairiness, etc.) Might be related to essure but she will have the confirmation when essure will be removed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 893024) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ear pruritus ("itching in auditory canal"), eye irritation ("burning eyes"), eye pain ("stinging eyes"), fatigue ("fatigue") and hypertrichosis ("hairiness"). The patient was treated with surgery (essure removal planned). At the time of the report, the abdominal pain, ear pruritus, eye irritation, eye pain, fatigue and hypertrichosis had not resolved. The reporter considered abdominal pain, ear pruritus, eye irritation, eye pain, fatigue and hypertrichosis to be related to essure. The reporter commented: the events started 4 or 5 years prior to this report. Removal of essure planned in the coming weeks. The consumer reported that other symptoms (i.e. Fatigue, hairiness, etc.) Might be related to essure but she will have the confirmation when essure will be removed. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.